Manufacturer narrative:
Pending investigation. Concomitant medical products: concomitants: serial #: (B)(4), category #: 02-012-35-1011 - logic tibia ps mod insrt sz 1 11mm, serial #: (B)(4), category #: 02-012-41-1020 - logic tibia traptray cem sz 1f/2t, serial #: (B)(4),, category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 201-78-82 - collar fixation pin 2pk 40mm, quick release.

Event description:
As reported via legal documentation, on or about (B)(6) 2015, patient underwent a left total knee arthroplasty due to osteoarthritis in her left knee. At some point thereafter, they presented for evaluation citing mechanical complications and chronic pain. On or about (B)(6) 2022, approximately 7 years 3 months after their initial surgery, they underwent revision surgery of the left knee due to implant loosening and significant synovitis. During the revision surgery, the surgeon noted that there was "severe bone loss that was encountered on the tibia and femur" and there was "aseptic loosening of the left total knee arthroplasty". There is no other patient demographic or medical history available. There is no further information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h4, h6 . MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.